Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was investigated. Upn investigation, the charger was intermittently unable to power on and was unable to charge a battery. The cause for being unable to power on was isolated to a defective power supply brick. The root cause of the defective power supply brick could not be positively identified. The cause for being unable to charge a battery was contamination on the battery pca. The root cause for the contamination was the ingress of an unknown liquid. No adverse event resulted from the defective power supply.

Event description:
A us distributor returned a charger/modem sn (B)(4) indicating that the charger/modem would not power on.